Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and they have tried all remedies. The customer also stated that the they were able to passed the self and displacement test. No harm requiring medical intervention was reported. The customer decline troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the all functional test including self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. Device primed properly and no unexpected insulin flow blocked alarm noted during testing.